Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the non tortuous and non calcified mid right coronary artery. After pre-dilation was performed, a 3.00x20mm promus element plus drug-eluting stent was advanced for treatment. However, crossing difficulties were encountered and on fluoroscopy the stent shadow abnormally appeared. When the device was removed, it was noted that the proximal end of the stent was distorted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device manufacture date updated. Device evaluated by MFR.: promus element plus, mr, ous 3.00 x 20 mm stent delivery system was returned for analysis. A visual examination of the stent found that the proximal end of stent was damaged with the first stent strut lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. Stent damage most likely occurred during withdrawal attempts. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. This type of damage is consistent with excessive force being applied on the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found damage on the midshaft 5.2cm from port bond, damage on the inner polymer extrusion shaft 19.5cm from port bond and the core wire was kinked at the port bond site. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the non tortuous and non calcified mid right coronary artery. After pre-dilation was performed, a 3.00x20mm promus element plus drug-eluting stent was advanced for treatment. However, crossing difficulties were encountered and on fluoroscopy the stent shadow abnormally appeared. When the device was removed, it was noted that the proximal end of the stent was distorted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.